Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown serial# implanted: (B)(6) 2025, product type lead product ID neu_unknown_lead lot# unknown serial# implanted: (B)(6) 2025, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, product ID: neu_unknown_lead, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. Their trial started on (B)(6) 2025. It was reported that they accidentally pulled some wires out when they got into their wheelchair and the wires were sticking out of their back and "loose from the white wires". They mentioned that they had the trial procedure done a couple days ago on the 15th and it worked for about 1, 2, 3, 4 days. They added that the white cord with the white tip and red tip got snagged. Patient stated that the issue happened yesterday. Patient added that their trial worked well and that the person they talked to discussed about getting the permanent ins because it worked so well. The patient was redirected to their healthcare provider (hcp) to further address the issue.